Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. The investigation could not draw any conclusions about the root cause. Based on the inability to identify root cause, corrective action is not being pursued at this time. Continue to monitor future reports of sig hp rev tc3 box trial damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tc3 box trial is broken. The feet on the box cracked. Update (B)(6) 2016: upon evaluation of the product with the pictured provided the jack pin "feet" are broken off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.